Manufacturer narrative:
A complete lead was returned for evaluation in one piece. Following cleaning of the lead and by applying torque to the connector pin the helix could be extended and retracted. The full helix extension length measured within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies.

Event description:
The helix would not extend prior to implant. A different lead was used and the patient had no adverse consequences.